Manufacturer narrative:
Evaluation summary: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb malfunction, the segment loosened, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
No led turns on. This event occurred at the time of during inspection. There was no report of patient harm.